Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc 3.5 x 15 mm is being reported under a separate medwatch report number. Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured below the rated burst pressure (rbp). Ultimately, return of the voyager nc may have aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified 90% stenosis in the proximal right coronary artery. A non-abbott guide wire crossed and a non-abbott balloon catheter was used for pre-dilatation. The 3.5 x 15 mm voyager nc balloon catheter was placed, but the balloon ruptured at 14 atmospheres during first inflation due to the calcification. The 3.5 x 8 mm voyager nc balloon catheter also ruptured at 16 atmospheres during first inflation. The procedure was completed with non-abbott balloon catheter and deployment of a non-abbott stent. No adverse patient effects were reported. No additional information was provided.